Event description:
It was reported that during a hepatectomy procedure, the fourth firing did not occur. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Anti-backup and hoop spring the analysis results found that the mcs20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed eleven conforming clips; however an intermittent feeding issue was noted during testing. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, causing the failure of the anti-backup and lockout mechanism. No conclusion could be reached as to what may have caused the found condition.